Manufacturer narrative:
The log file was provided for the investigation. The log file confirms that the device failure 99.1224 occurred once. No further deviations were logged. The logged device failure was caused by an inconsistency of displayed picture which is generally a temporary situation. In case the device detects a deviation within the electronic system, a software controlled restart is initiated in order to solve the deviation. During the restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was just started. The results will be transmitted within a follow-up report.

Event description:
It was reported tha the device rebooted during use on patient. No injury reported.